Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was retrieved. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.